Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing was detached from connector on (B)(6) 2023 and (B)(6) 2023. The issue occurred with two same type of infusion sets used for 1 hour. The blood glucose level of the patient at the time of event was 389 mg/dl. Further, the patient replaced the infusion set and insulin was resumed successfully. No further information was available.